Manufacturer narrative:
Reported event: an event regarding abnormal ion level and wear/trunnionosis involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports a revision left hip surgery performed for trunnionosis which was detected on the x-ray and in blood work prior to the procedure. The implant was in place for over 6 1/2 years. I can confirm that this event took place since the stryker rep described the event. Despite some subtle x-ray findings, the diagnosis of trunnionosis can only be confirmed at surgery. Regarding the possible root cause of this event, I cannot determine it with certainty. Corrosion at the head/trunnion junction is a well-known phenomenon and its cause can be multi factorial including positioning and surgical technique." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to elevated metal ion levels and trunnionosis/metallosis. A review of the provided medical information by a clinical consultant indicated: "this inquiry reports a revision left hip surgery performed for trunnionosis which was detected on the x-ray and in blood work prior to the procedure. The implant was in place for over 6 1/2 years. I can confirm that this event took place since the stryker rep described the event. Despite some subtle x-ray findings, the diagnosis of trunnionosis can only be confirmed at surgery. Regarding the possible root cause of this event, I cannot determine it with certainty. Corrosion at the head/trunnion junction is a well-known phenomenon and its cause can be multi factorial including positioning and surgical technique." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and/or photographs of the device, pathology reports, and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient required revision hip surgery (left side) to remove the implant and that the surgeon observed ¿moderate trunnionosis¿ of the head neck junction. The trunnionosis was detected in the x-ray/bloodwork prior to the procedure and confirmed following removal of head. Update as per sales rep: "the existing trident shell remained in situ. The polyethylene liner was replaced with a size f 36mm x3 liner as an exact replacement for the liner that was removed."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient required revision hip surgery (left side) to remove the implant and that the surgeon observed ¿moderate trunnionosis¿ of the head neck junction. The trunnionosis was detected in the x-ray/bloodwork prior to the procedure and confirmed following removal of head. Update as per sales rep: "the existing trident shell remained in situ. The polyethylene liner was replaced with a size f 36mm x3 liner as an exact replacement for the liner that was removed."